Event description:
Customer's mother reported via phone, the buttons on the insulin pump were not responding. Customer is having issues with the bolus button. Customer's blood glucose was 201 mg/dl. Customer's mother didn't recall any significant event which may have cause the device to alarm. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return he device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.